Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when loading the reload during a laparoscopic sleeve gastrectomy, the first reload could not be loaded on the stapler. A second reload was used and the stapler was able to fire, but produced an incomplete staple line proximally. The firing stopped midway. They opened a new reload to finish the case. There was no patient injury.